Event description:
It was reported that a homechoice device experienced a high drain 201 alarm. The patient was not connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The caregiver (cg) reported to the technical services representative (tsr) that the patient disconnected themselves from the device early in drain four. The device continued to pump after disconnection because the patient line and the drain line were left to drain into the trash. The tsr had the cg review the programming and the largest prescribed fill volume: 2,400ml, last drain volume: 12,361ml, and the cycle four ultrafiltration volume: 9,961ml. The tsr explained the alarm and assisted the cg in clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date: feb 2014. The device was not returned for sample evaluation. A device history record review revealed no issues that could have caused or contributed to the reported issue. There was no non-conforming product identified that could have caused or contributed to the reported problem. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.